Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Guidewire tip breakage and separation. The report from the affiliate indicated that: the patient was to undergo an embolization of the hepatic artery in the celiac trunk. The physician placed the guidecatheter into the catheter sheath introducer and felt resistance at the tip; she used a small amount of force and finished advancing the catheter over the wire. After that, the wire was removed but it was noted on pictures that part of the wire remained inside the catheter in the patient. The catheter was removed and the coil tip of the wire was found stuck inside the catheter; it had completely separated from the core. The physician speculated that pushing against the resistance pushed the wire tip into the tip of the catheter. The procedure was successfully completed with another system, and there was no injury to the patient.